Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. First occlusion customer cleared the alarm and resumed insulin delivery. There was no reported adverse impact. For the second occlusion, customer changed pump supplies to address the issue. Customers blood glucose was 273 mg/dl.